Manufacturer narrative:
Upon further review, bd has determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent stated no, "the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its or their medical applications." Because of "inadequate instructions for healthcare professionals and inadequate or insufficient training" in relation to the aquamatic® biocath® foley catheter, standard length, 5 ml balloon, french size 22.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the survey respondent stated no, "the instructions for use (IFU) for the following bard/becton dickinson product(s) provides sufficient information about the product(s) and its or their medical applications." Because of "inadequate instructions for healthcare professionals and inadequate or insufficient training" in relation to the aquamatic® biocath® foley catheter, standard length, 5 ml balloon, french size 22.